Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and checked for proper charging. To fix the issue, the stm replaced bad batteries and calibrated the unit. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery in slot 1 would not charge past the 3 leds. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.